Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The insulin pump had not been exposed to moisture. Insulin pump had not been dropped or bumped. Customer states the contacts on the battery cap are not missing or damaged. Troubleshooting was completed and did not resolve the issue. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.